Event description:
Surgeon, (B)(6), used haemonetics vascade mvp to close groin site after watchman procedure. After difficulty with closure site closing in post-op, site began bleeding when admitted. Site had to be manually decompressed to exude blood pooled internally at site resulting in enormous pain. Hematoma at surgical site was hard and was not absorbed for four weeks post surgery. I have had three other surgeries utilizing groin insertion - two cardiac ablations and one cardiac catheterization. None of the three resulted in problems with site closure or internal bleeding.